Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. It was noted that the patient was receiving radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.